Manufacturer narrative:
Manufacturing site: (B)(4). The gladius mg 14 pv es guide wire was not returned for evaluation. The picture provided by the user facility showed that the fractured core of the guide wire was out of the polymer-jacketed coil. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, it was presumed that local bending stress generated with wire manipulation in tortuous patient anatomy had likely contributed to the core fracture of the subject guide wire. Due to tortuosity, the guide wire would be bent and the applied stress would localize and exceed the product design limit. It was concluded that this event was not attributed to product quality. Because the affected device was not returned, a possibility could not be completely ruled out that some fragment(s) might be left in the patient. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: breakage of the guide wire.

Event description:
It was reported that the core of an asahi gladius mg 14 pv es guide wire became fractured during a percutaneous peripheral intervention to treat a 90-99% stenosis in the pedal arch. The guide wire was advanced with a microcatheter when the physician felt the guide wire would not move. The guide wire was removed. It was found that the core of the guide wire had come of the coil. Plain old balloon angioplasty was performed all the way through the location where the guide wire could go and the procedure was completed. There were no adverse patient effects associated with this event.